Event description:
During the process of notifying the pt that the device may be nearing end of service, it was discovered that the pt had expired in january 2002 due to a seizure. Attempts to obtain add'l info have been unsuccessful to date.